Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the drill caused a bias current warning to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
It was reported that during the device evaluation, the drill was running without user activation, in addition to causing a bias current warning to be displayed on the console. Corrosion was found in the contact pins of the motor as well as the motor, which are probable causes of the bias current error , as well as the device running without user activation.the device has been repaired but has not been returned to the user facility at this time.